Manufacturer narrative:
Additional information: h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing by running an infusion at 5 ml/hour, 10 ml/hour, 25 ml/hour, 100 ml/hour and 200 ml/hour the tubing was manually clamped and each time the pump appropriately alarmed either a downstream occlusion or upstream occlusion. The evaluator was unable to reproduce the reported event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The investigation is currently ongoing, a final report will be submitted upon completion.

Manufacturer narrative:
Correction to h11. H11: the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed the infusion as in progress, no alarm sounded to signal the occlusion and no drops were flowing into the tubing chamber during delivery in the intensive care unit . During routine checks, it was noted that the vasopressin tubing had been manually clamped during the previous shift. There was no report of patient injury or medical intervention associated with this event. No additional information is available.